Manufacturer narrative:
Other, other text: updated fields: b5 and h6 (patient code).

Event description:
Additional information was received indicating that there was no patient involved in the incident. The product problem was observed during preventative maintenance.

Manufacturer narrative:
Returned device was received in good physical condition. It was noted that the top case was chipped and cracked. Evidence of reported problem in event log was found. During the evaluation of the device, analysts could not duplicate the reported issue. There was no fault found with the returned pump but the clutch was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was presenting with a motor rate error. There were no reported adverse events.